Event description:
The wires on the basket are frayed and broken. They were not able to grab the stones.what was the original intended procedure?percutaneous lithotripsy.device #1is this a laboratory device or laboratory test?no.